Event description:
The customer reported that the system shut down without being initiated by a user action. No pt or user injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gpos pcb was evaluated and replaced. System software was also reloaded. The system was tested and found to be working as intended and returned to service.